Manufacturer narrative:
After further review of file on 9/29/2020, patient experienced bilateral rupture and left sided breast pain post procedure. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on 10/28/2020. Device evaluation summary: according to the information received, the patient experienced breast pain and a rupture in the left breast implant. Additionally, it was reported that the implant was discarded, but a photo was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with a 600cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 600cc mentor memorygel breast implants on (B)(6) 2020.